Event description:
Information received by medtronic indicated that the insulin pump had a scratches on screen it was making hard to read. Insulin pump rejected new batteries, rewind was noisy. Insulin squirts when priming. Clock runs a bit slow. Insulin pump vibrated softly did not always wake up customer at night. Insulin pump buttons were not registered. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.